Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: explant date was missed in the initial report 2017865-2017-34438. This report notes the explant date of (B)(6) 2017.

Event description:
It was reported that the lead was attempted to be revised due to high capture thresholds and low r wave amplitude. During the revision procedure on (B)(6) 2017, the helix would not extend but retract only. The lead was explanted and replaced. Patient was stable.